Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she experienced ¿very variable increases and decreases in her stim when she was moving.¿ it was noted the patient¿s implantable neurostimulator (ins) had adaptive stim (as) enabled. The patient reported that as of (B)(6) 2019, if she ¿walked slightly faster than [her] normal slow speed, it would set off the scs (spinal cord stimulator) to a higher level, making it harder to walk.¿ this was reportedly ¿happening more of the time¿ at that time and as a result, the patient had to make sure not to walk fast. The patient provided a hand-kept diary that contained various incidents of increasing and decreasing stimulation over a two-week period, along with various other details. On (B)(6) 2019, the patient reported her stimulation went from high to normal when she sat in the car and that she then turned it off to drive. The patient¿s stimulation ¿was high on own¿ and she turned it down on (B)(6) 2019. On (B)(6) 2019, the patient noted that she had to turn her stimulation on and that she had ¿no idea why or when [the stimulation] turned off¿ ¿ adding that she was ¿sure [that she] did not turn it off.¿ the patient experienced high and painful stimulation on (B)(6) 2019 after walking faster than her normal speed. There were no further complications reported or anticipated.